Event description:
The customer stated that she tested her blood glucose using a contour meter and another meter (brand unk). The contour read 203 mg/dl, while the other meter read 86 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter and test strips are to be returned for eval, and replacement products will be sent.